Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the wall of the inferior vena cava (ivc). The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of the wall of the inferior vena cava (ivc).

Event description:
Approximately seventeen years and ten months after the index procedure a computed tomography (CT) scan was conducted. The filter was identified. Metallic limbs extend beyond the margins of the vessel wall (suggestive of perforation) measuring up to 6 mm posteriorly and 2 mm anteriorly. There was contact with the aorta medially and the psoas musculature posteriorly. No associated fluid accumulation was identified. No noncontrast evidence of aortic injury. Metallic components appear to be intact. Additionally it was noted that the device appears mildly tilted and contacts the vessel wall along the superior apex. The filter was located below the level of the renal veins. There was no suspected migration. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilting and perforation of struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately seventeen years and ten months after the index procedure. The patient also report that he experiences chest pain and shortness of breath when he walks, jogs or performs mobility exercises.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the wall of the inferior vena cava (ivc). The patient reported becoming aware of the events approximately seventeen years and ten months post implant. The patient also reports chest pain and shortness of breath with walking, jogging or performing mobility exercises. According to a medical record, approximately seventeen years and ten months post implant a computed tomography (CT) scan was conducted. The report indicated that the filter was identified, and metallic limbs extend beyond the margins of the vessel wall (suggestive of perforation) measuring up to 6 mm posteriorly and 2 mm anteriorly. There was contact with the aorta medially and the psoas musculature posteriorly. No associated fluid accumulation was identified. No non-contrast evidence of aortic injury. Metallic components appear to be intact. Additionally, it was noted that the device appears mildly tilted and contacts the vessel wall along the superior apex. The filter was located below the level of the renal veins. There was no suspected migration. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Chest pain and shortness of breath do not represent a device malfunction and due to the nature of the complaint could not be further clarified. These events may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.